Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a roux-en-y gastric bypass, when performing a trial with the device, some of the purse-string suture of the esophagus was unable to be sutured. Additional suture was performed and the procedure was completed. The event occurred during the procedure, but the product was not used for patient. The surgical time was extended by less than 30 min. There was no patient injury.